Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 240 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that the cannula of the infusion sets have been bent in the past. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.